Manufacturer narrative:
(B)(4). Batch # r93v31. Investigation summary : the device was returned with no apparent damage. The device was connected and tested on a gen11 and there were no "replace instrument" alert screen displayed as reported. Then the device was disassembled to inspect the internal components it was found that the y-link was cracked. No conclusion could be made as to how the component was damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an esophagectomy procedure, the probe did not work at all. After connecting into the gen11, it showed replace instrument error (as in the starting it only showed the error). Then the doctor used an ace+7. There was no patient consequence.